Event description:
It was reported that during an unk procedure, the surgeon reported halfway through the procedure the upper half of the active blade broke off. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.